Event description:
The patient contacted animas alleging that the pump would not power on after it was accidentally dropped. At the time of troubleshooting, the patient replaced both the battery and battery cap; however, the pump would not power back up. The patient confirmed the battery cap was secured to the pump and there was no visible damage on pump's casing from drop. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box from (B)(4) 2012 showed no evidence of power issues. The pump powered on appropriately to the verification screen. The battery cap returned with the pump was able to tighten fully with no o-ring visible. The pump was exercised for 24 hours with no power loss occurring. The complaint could not be confirmed or duplicated on investigation.